Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate modular neck - right. An evaluation of the device cannot be performed as the device remained implanted into the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
The patient is scheduled to undergo revision surgery following a diagnosis of altr. The following measurements were recorded 25 months since index surgery: cobalt - 8.2; chromium - 1.2; fluid cobalt - 840; fluid chromium - 280; esr - 54; crp - 0.5. The patient is noted to be symptomatic. Infection was not diagnosed. This is the second event out of two reported for the same patient. This event concerns the patient's right hip. The patient has rejuvenate modular femoral stems implanted in both his left and right hips.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding altr involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall.

Event description:
Patient experienced adverse local tissue reaction. Cobalt fluid 840. Chromium 280. Cobalt serum 8.2. Chromium serum 1.2.